Event description:
The fascia blaster.com is a set of tools marketed by an unlicensed, self proclaimed guru to reduce cellulite, pain and tone the body. Users are instructed to rake themselves with these plastic claws which break at a pain level of 7/10. (B)(6) videos show women being taught to vigorously blast over carotids and even pregnant abdomens. Severe bruising is encouraged. This tool has been linked to blood clots, hormonal imbalance and several other health problems. I encourage you to look into this fool and the unlicensed charlatan who markets this device. Several (B)(6) groups are dedicated to the dangers of the blaster. As a health care professional I am appalled by this woman's instructions and disregard for true scientific application of modalities. (B)(4). Injury info: injury, seen by medical professional. Plastic rake which damages skin if used as instructed by (B)(6) videos. Product category: personal care. Product type: grooming. MFR/importer: (B)(4). Fasciablaster.com. Explanation: I've contacted (B)(6) and she continues to defend her tool. "May we include your report, including any documents or photographs that you have attached to your report, but without your name and contact info, in cpsc's public database: yes, you may include my report with any attachments on safeproducts.gov."